Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension.

Event description:
It was reported that the patient had an overdischarge in approximately (B)(6) 2012. The patient could not get the device on and met with a company representative in (B)(6) to check the device. The device was recovered and the patient returned to using stimulation. The patient met with a company representative again in (B)(6) 2012 and was told that "25% of her wires are working." The patient was feeling stimulation in her abdomen/gut and was working around that. The patient used the stimulation from 7am to 8pm and charged every 7-10 days. The patient would not let the device charge go below 50%. It was also noted that the stimulation coverage had changed and the patient was scheduled for reprogramming. However, the patient showed up for reprogramming with a discharged battery and the device was not reprogrammed. The physician was considering revision surgery as the patients "leads keep moving." See an additional report for the patient in 3004209178-2012-08316.